Event description:
On (B)(6): customer reports via phone that staff were performing a urethro stent placement and lithotripsy procedure on an female pt when the fluoro failed. Staff moved the pt to a back up room where procedure was completed without further incident. No reported injury. Customer also reports after the pt had been moved to another room, the staff tried to evaluate the table for no fluoro when it became stuck in the trendelenburg position. No pt involved.

Manufacturer narrative:
Covidien field service engineer (fse) troubleshot complaint and found i.I transducer board had gotten wet and was shorting out. Fluoro was down due to a designed safety interlock that prevents fluoro if alignment is not achieved. Fse replaced the damaged transducer board and verified operation per service checklist. System passed checkout procedures and was returned to service by customer.